Manufacturer narrative:
E1: (B)(6).

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that the patient went to an emergency room (ER) and eventually got hospitalized on (B)(6) 2025 due diabetic ketoacidosis (dka) event. Blood glucose level was 20 mmol/l at the time of the event. Patient got treated with insulin via intravenous (IV). The duration of hospitalization was for five days. Patient was experienced the symptoms of sick, weakness, and confusion. No further information available.

Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted manufacturing date under. Additional information - this MDR is being submitted to include the below: investigation results under type of investigation, investigation findings, investigation conclusions investigation summary complaint investigation results: a complaint investigation has been initiated under complaint investigation child record (B)(4). The batch 6010996 in question was manufactured at the osted site. Threshold analysis: a query was run on 29-oct-2025 against "final reporting decision equal "serious injury" and "death" ,"lot number" criteria equal 6010996. The count of complaint is 1 which is below 3. No further statistical trending analysis is required. Device history record (DHR)review: the 6010996 was manufactured according to the work instruction (wi) appendix 1 batchcard for production of packaging room on 30-jan-2025 with a total of(B)(4). Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation was identified, nor maintenance events were recorded related to complaint code. Test results: no product was returned. Conclusion summary of complaint investigation: as a result of the following, no non-conformance (nc) raised during production related to complaint code, no trend identified for the lot in question, no further actions are required. This complaint will not require further root cause investigation nor corrective and preventive action (CAPA) plan. Therefore, this issue will be monitored through the post market surveillance activities.

Event description:
To date no additional patient or event details have been received.